Manufacturer narrative:
A ge rep evaluated the system and replaced the transformer, snubber board, fluoro functions board, video control board, image processor board, system interface board, and the generator interface board. The system operates as intended.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.